Event description:
It was reported that balloon rupture occurred. Two 12.0 x 40, 75cm gladiator elite balloon catheters were used for dilatation. However, during inflation, the balloons ruptured. No patient complications were reported.